Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a thyroid procedure, the tissue pad was starting to pull away from the device, but was still intact. Used another like device to complete the case with no pt consequence.